Manufacturer narrative:
(B)(4). Device passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had motor error. The customer¿s blood glucose level was 134 mg/dl. The customer stated she followed the steps to clear the alarm, she was able to rewind the pump and she was able to reconnect and it stopped again motor error alarm. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.